Manufacturer narrative:
Customer name- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps cannot be inserted smoothly into the forcep tube. Based on the results of the investigation, a probable root cause could not be identified. However, based on the results of the investigation, the most probable cause of the complaint (the forceps cannot be inserted smoothly into the forcep tube) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had flickering image. The issue had occurred during inspection for use. There was no report of patient harm.